Event description:
Patient underwent permanent pacemaker insertion and insertion of right ventricle lead. Noted to have excellent pacing and sensing thresholds post procedure. Approximately 15 hours post-procedure, asystole alarm went off. Patient had 20 second ventricle asystole with pacer spikes. Patient became rigid and eyes rolled back. Patient spontaneously came to when rhythm returned to vent.-paced. Patient then had two more episodes of approximately six seconds vent. Systole with pacer spikes without symptoms. Physician was notified. Applied external pacer patches and wires. Medtronic rep was called in to increase output microamps. In a.m., patient brought back to surgery, incision re-opened and lead was replaced. No other episodes.